Manufacturer narrative:
Section d10 references: product ID: b35200; serial#: (B)(6); implanted: (B)(6) 2024; product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who reported the patient underwent a revision of their device with a pre-operative note stating the diagnosis was end of service. However, the post-operative note indicated a ¿mechanical complication/mechanical malfunction.¿

Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that device had reached eos due to normal battery depletion.